Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the used infusion cannula line, 25ga trocar, and the yellow stopcock was returned. The trocar was on the tip of the infusion cannula line, and the yellow stopcock was connected to the green fitting of the infusion cannula line. No obvious defects were found. Components from lab stock were used to continue functional testing. A calibrated constellation console was used and the sample could pass priming and calibration successfully. No leakage was detected from the infusion tubing assembly. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No fluidic anomalies were observed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an infusion failure occurred during vitreous surgery. Hypotony occurred, the physician stabilized the patient's eye and removed the 3-way stopcock connected to the infusion cannula from the auto stopcock line, and confirmed that the infusion was flowing normally from the console side. After that the product was replaced with another one, and the line on the auto stop cock side was reconnected to the 3-way stopcock that is connected to the infusion cannula. Then the infusion cannula was connected to the trocar cannula inserted in the patient's eye. The infusion flowed out and was confirmed that there was no infusion failure. The surgery was completed. There's no patient harm.